Event description:
It was reported that a user experienced hyperglycemia while due for a supply change, with blood glucose rising to approximately 250 mg/dl for more than five hours, and the user completed a full supply change and resumed insulin delivery with the ilet thereafter. Symptoms included feeling okay without additional clinical manifestations. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed no device alarms for high or low glucose during the event and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.